Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported improper shutdown which was reproduced. A review of the event history log identified improper shutdown. The reported condition was verified. The cause was determined to be the alternating current power cord was damaged. The intermittent power would cause the device to turn off without user input when not on battery power. The alternating current power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.